Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of elevated metal ions, lack of mobility, pain, dysfunction, swelling, inflammation, loss of range of motion, and damage to surrounding bone and tissue. Lawsuit further alleges the presence of metallosis, a pseudotumor, and reactive change during the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's medical records noted patient underwent initial right hip arthroplasty on (B)(6) 2008 where a competitor system was implanted. Revision operative report noted patient underwent a revision on (B)(6) 2009 due to pain and a loose cup where the competitor cup and head were removed and replaced with a biomet acetabular cup and modular head. The (B)(6) 2012 revision operative report noted patient underwent an additional revision due to pain and a pseudotumor. The revision operative report further noted the presence of fluid, abnormal tissue, a pseudotumor, metallosis, and reactive change. The cup was well fixed and remains implanted. The biomet modular head was removed and replaced with a biomet active articulation head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02025/-02026).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6), 2009. Subsequently, the patient underwent a revision procedure on (B)(6), 2012 due to patient allegations of elevated metal ions, lack of mobility, pain, dysfunction, swelling, inflammation, loss of range of motion, and damage to surrounding bone and tissue. Lawsuit further alleges the presence of metallosis, a pseudotumor, and reactive change during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.